Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 52 mg/dl. The customer states he got insulin flow blocked alarm and his blood glucose up to 400 mg/dl. Customer¿s blood glucose value was 124 mg/dl at the time of call. Troubleshooting was done for low blood glucose and over delivery. The customer with a food. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege pump was over delivering. Advised the pump will need to be replaced. Advised to discontinue use of the pump. Recommended customer refer to back up plan. The insulin pump will not be returned for analysis.